Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause of the zero electrode not working was not determined. No further complications were reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) 2018: return product received.

Manufacturer narrative:
Analysis of the of the lead with serial (B)(4) revealed. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a lead it was reported that the zero electrode did not seem to work. All electrodes were tested intraoperatively and there was no response from the zero electrode. The other electrodes seemed to work fine. Each electrode was repeatedly tested with the stimulation test box. The defective lead was removed and replaced with a new lead. The issue was resolved at the time of the report. No further complications reported. No symptoms reported.